Manufacturer narrative:
Additional information: intuitive surgical, inc. Has received the master tool manipulator (mtm) involved with this complaint and completed an investigation. The turret cable was broken and the second stage cables were frayed. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site and confirmed the master tool manipulator left (mtml) had a wire hanging out of it. The tfs replaced the mtml to resolve the issue. The mtml has not yet been received at isi for failure analysis investigation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, a wire on the left master tool manipulator (mtml) snapped. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Due to the broken wire the procedure was converted to a laparoscopic method. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter. The issue occurred about ten to fifteen minutes into the procedure. This resulted in a delay of approximately twenty minutes and additional anesthesia was administered during this time. The procedure was completed laparoscopically and was well tolerated by the patient.